Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service over the video conference call. The customer reported the issue of thermogard console not recognizing the air trap was not confirmed during the event log review. The console passed the power on self test (post) after cleaning the air trap sensor. The reported issue was likely due to the overflow of saline into the air trap chamber, possibly caused by user mishandling. The event log review showed no significant discrepancies. During the visual inspection, no physical damages were observed. After sensor cleaning, the console was subjected to run-in test with patient temp 35°c, target temp 33°c, max cooling, the air trap was removed from the holder, and the console generated the air trap alarm, confirming the normal functionality of the air trap sensor. The console was placed back for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the device check, the customer reported that the thermogard console (sn (B)(4)) was not recognizing the air trap. No patient involvement.